Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead 70cm; model#: sc-4316, lot #: 16497403, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
.

Event description:
A report was received that the patient had an infection at the pocket and lead sites. The patient underwent an explant procedure. The physician was not sure if the infection was device or procedure related.

Event description:
A report was received that the patient had an infection at the pocket and lead sites. The patient underwent an explant procedure. The physician was not sure if the infection was device or procedure related.